Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thighs, abdomen, flanks, infra-scapular, submental, and arms and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: b5 (area of concern, applicator, treatment date), d4 (catalog #, serial #).

Event description:
Allergan aesthetics received additional information that the patient was treated to the submental on (B)(6) 2021 using the coolmini, to the upper arms on (B)(6) 2021, (B)(6) 2022, and (B)(6) 2023 using the flat 165, to the upper abdomen on (B)(6) 2021, (B)(6) 2022, and (B)(6) 2023 using the curve 150, to the mid abdomen on (B)(6) 2021, (B)(6) 2022, and (B)(6) 2023 using the curve 120 and curve 150, to the low abdomen on (B)(6) 2021, (B)(6) 2022, and (B)(6) 2023 using the curve 150, curve 240, and surface 150, to the inner thighs on (B)(6) 2023 using the surface 150, the infra-scapular on (B)(6) 2021, (B)(6) 2022, and (B)(6) 2023 using the cooladvantage, petite coolcurve, curve 120, and curve 150, and to the flanks on (B)(6) 2021, (B)(6) 2022, and (B)(6) 2023 using the curve 120 and curve 150 and presented with paradoxical hyperplasia (ph).